Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately one month ago the user started to hear intermittently. Last week the audio processor (ap) was checked and no problems were detected. Additional checks on the device are planned.

Event description:
Approximately one month ago the user started to hear intermittently with the device. Audio processor (ap) was checked and no problems were detected. The user has been reimplanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires for causes not known in detail. However, since coil wire and wireguard fractures occured in that short timeframe, it is assumed that the implant was exposed to significant mechanical stress during the surgical procedure and that chronic implant movemen may have finally lead to the observed fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.